Manufacturer narrative:
The investigation for the low pump flow has been completed. No product was returned. There are fluctuations in motor current, placement signal and the pump flow without any changes in p-level. There is a small spike in motor current, followed by lower pump flows. At this time, suction alarms are occurring. Flows are variable for 9 more hours and there are positioning alarms. The console is switched 9 hours later and the pump is running fine for the remainder of the case. The root cause of the low pump flow is most likely due to ingested biomaterial.

Event description:
The us complainant had an automated impella controller (aic) - 5.5 support ongoing for a patient bridging to transplant or left ventricular assist device. The aic failed to display appropriate flows and so the team replaced the aic. No harm or injury and pump remains on support with the 2nd console. In the investigation of the console the data logs revealed new information. The console was not the malfunctioning product, rather the pump was at fault.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.